Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. The molecular weight of this batch of screws is high. Based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. Given the limited information we have regarding the conditions surrounding screw rupture, we assume this rupture can be attributed to either one or both factors described below. The first factor concerns the implantation site which made screw insertion much more difficult with the in/out technique. Indeed, when the screw is inserted under arthroscopy, it is particularly difficult to insert the screw perfectly along the tunnel axis. When screwing, the screw trajectory diverged from that of the tunnel, which generated a great deal of flexural and torsional stresses within the body of the screw, and particularly when traversing the cortical wall and upon inserting the cone of the head within the tunnel. These stresses caused screw recess deformation, which was almost inexistent at the tip of the screwdriver but maximal at the head of the screw. The screwdriver deformation was thus greater than the yield point of duosorb, which caused the screw to rupture. If no pre-tapping was performed, a great deal of friction was generated along the entire surface of the screw during its placement, causing the screwdriver deformation to be greater than the yield point of duosorb, which in turn caused the screw to rupture. Pre-tapping the tunnel facilitates screw insertion. Even if tapping is not parralel to the tunnel axis, the screw will follow the tapping axis.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. When the surgeon tried to implant the screw into the femoral tunnel, the screw was broken. It was not possible to retrieve the broken parts of the tunnel. A second screw was successfully inserted into the femoral tunnel with the same instrumentation. There is neither surgical delay or patient injury up to date.